Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via submitted log files. A review of the submitted log files revealed data from the reported event date (B)(6) 2025. A backup battery fault alarm activates at 07:32:12. The alarm was associated with the backup battery not passing the load test. The backup battery did not pass due to the loaded voltage being below the threshold comparatively to the unloaded voltage. The alarm remained active for the remainder of the reported event date. No other notable alarms were observed. The alarms did not affect the controller's ability to support the pump. Pump function was not affected. The backup battery (B)(6) was returned for testing. The backup battery functioned as intended and was able to support a mock circulatory loop with no issues or alarms. Initially provided information revealed that the patient exchanged to their backup system controller in response to the alarm, the backup battery on system controller (B)(6) was exchanged in response to the alarm, and system controller (B)(6) remains in use as the patient's backup system controller. A root cause for the reported event could not be conclusively determined through this investigation. A corrective and preventative action was opened to further address this issue. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿, and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate 3 instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history record for the system controller (serial number (B)(6) were reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. The device history record for the 11v backup battery (serial number (B)(6) was inspected on 26apr2023 under batch 9013847 through material number 100159261. No deviations from manufacturing or qa specifications were shown from the backup battery. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had an emergency backup battery (ebb) fault at home and switched to their backup system controller. They only exchanged the battery, so the patient still had the system controller as a backup. The ebb was issued more than 2 years ago. Following review of the submitted log files, it appeared that the event log captured ebb faults starting on 20sep2025 at 0727 and continued until the controller was exchanged on 20sep2025 at 0732. It appeared that the ebb failed the load test.